Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 08, 2018.   (B)(4). The actual sample was visually inspected upon receipt and found that the purge line tube had been cut off. No other anomalies noted. After having been rinsed and dried, actual sample was tested for its o2 transfer volume and co2 removal volume in accordance with the factory's shipping inspection protocol. No anomalies were revealed and the obtained values met the factory specifications. Review of device history record of the involved product/lot number combination confirmed that there was no indication of production - related anomaly. The investigation result verified that the actual sample was the normal product with no issue in the gas transfer performance. Based on the provided information, the reported issue happened when they were rewarming the patient. It is most likely that the rewarming activated the patient's metabolism. By this o2 consumption volume was increased, leading to a decrease in svo2 and decrease in pao2. From the available information, with the absence of the involved pump record, the cause of this complaint cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was at levels of po2 of 250 and then dropped to 91. No consequences or impact to patient. Product was not changed out. Procedure was completed successfully.